Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer received a replacement device. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device was not providing voice prompts as expected and the readiness indicator was not illuminated. The device did not provide defibrillation as expected. Another device was available and successfully used. The patient associated with the reported event did not survive. It is unknown if the device did or did not cause or contribute to this event.

Event description:
The customer contacted stryker to report that their device was not providing voice prompts as expected and the readiness indicator was not illuminated. The device did not provide defibrillation as expected. Another device was available and successfully used. The patient associated with the reported event did not survive. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not providing voice prompts as expected and the readiness indicator was not illuminated. The device did not provide defibrillation as expected. Another device was available and successfully used. The patient associated with the reported event did not survive. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issues which were due to device not powering on. The device did not power on due to a depleted battery. The root cause of the depleted battery could not be determined. The device worked as expected with a known good battery. The operating instructions instruct the user that "device readiness should be verified at least once each month." The cause of the device not powering on during the patient event is user error. The device was archived by stryker. A clinical review was completed on this event. Due to insufficient information the impact of the device use can not be determined.

Event description:
The customer contacted stryker to report that their device was not providing voice prompts as expected and the readiness indicator was not illuminated. The device did not provide defibrillation as expected. Another device was available and successfully used. The patient associated with the reported event did not survive. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
A clinical review was performed an it was determined the device did not contribute to the patient outcome.